Event description:
During a (pci) percutaneous coronary intervention, the stent did not deploy even though 10atmospheres was applied to the delivery system. Another product was used to complete the procedure. The sample will be returned for eval.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.